Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient came to office complaining of hip pain approx 3 years after revision surgery. Blood work showed increased chromium levels. Dr revised head to ceramic biolox and excised necrotic tissues due to possible metallosis. Acetabular components were zimmer components from revision of primary acetabular components.

Manufacturer narrative:
An event reporting altr (chromium levels) involving a metal head was reported. Corrosion of the head was confirmed. Method & results: -device evaluation and results: visual inspection: damage was observed on the distal surface, likely from explanation. Discoloration was observed on the taper of the v40 head. -material analysis concluded: debris was observed in the taper of the v40 head. Eds was performed on the head. Elemental constituents of the base alloy were consistent with (B)(4). Elemental constituents of the debris were consistent with a corrosion process and the debris from the trunnion of a hip stem. No materials or manufacturing defects were observed on the surfaces examined. -medical records received and evaluation: a review by a clinical consultant noted: the previous surgery was a revision surgery for cup loosening and consequently some bone loss might also have been caused by pathology prior to the previous revisions surgery although also compatible with osteolysis by a metal-ion release process in the current arthroplasty, possibly the taper junction of the current arthroplasty as reported in the mar. Taking the last option as some kind of worst-case scenario, the only evident contributing factor is the extra-long +12-mm neck femoral head that from literature is known to increase the moment arm across the taper junction, increase micromotion under load and consequently contribute to increased corrosion from the taper junction with the facts and findings as reported with elevated chrome and corrosion in the mar. No other contributing factors have become clear and as such principal root cause remains somewhat obscure. It would be quite likely and certainly consistent with the current findings that taper junction corrosion has caused the problems as reported but then why this happened remains unclear beyond the fact of the +12-mm extra-long femoral head as used. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined based on the information provided. Additional information, including operative reports, progress notes, and pathology reports are needed to fully investigate the event. If further information becomes available this investigation will be re-opened.

Event description:
Patient came to office complaining of hip pain approx 3 years after revision surgery. Blood work showed increased chromium levels. Dr revised head to ceramic biolox and excised necrotic tissues due to possible metallosis. Acetabular components were zimmer components from revision of primary acetabular components.